Event description:
My son is disabled and has a 530 g. He is low income and has been told medicare/medi-cal will not pay for the sensors for the pump. This has made it more difficult for him to use the pump and is not able to control his blood sugar ketoacidosis. You people want my opinion...there it is. (B)(6).